Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Patient stated that sometimes values read 100 points over the finger stick. At the time of contact, no injury or medical intervention was reported.